Manufacturer narrative:
G4: 13jan2020. B4: (B)(6). Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jan2020. B4: (B)(6). The customer troubleshot with tech support over the phone. The customer replaced the touchscreen to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27nov2019.

Event description:
The customer reported that the device had experienced touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.